Event description:
It was reported that a pump declared a cartridge change error, leading the customer's blood glucose levels to display as "high", with specific values unknown. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections. Technical support instructed the customer to inspect and clean the pump components and attempted to guide them through loading a new cartridge, but the customer was unable to successfully complete this task. Technical support then escalated the issue for further troubleshooting and processed a loaner pump for the customer, while providing an estimated delivery date.